Event description:
The caregiver (father) reported that while the adc device was used, the customer encountered a freestyle librelink app issue. It was reported that "very short values displayed in the librelinkup app" as the values displayed for only approximately 30 seconds. It was further reported that the customer received unspecified third-party intervention however, no further information could be obtained as caregiver could not disclose more information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Attempted to recreate the user complaint and was able to connect freestyle librelink app to receive glucose data from freestyle libre 3. Could not replicate the user complaint from provided information. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The caregiver (father) reported that while the adc device was used, the customer encountered a freestyle librelink app issue. It was reported that "very short values displayed in the librelinkup app" as the values displayed for only approximately 30 seconds. It was further reported that the customer received unspecified third-party intervention however, no further information could be obtained as caregiver could not disclose more information. There was no report of death or permanent injury associated with this event.